Event description:
It is reported that the patient immediately following revision surgery had evidence of an allergic reaction. The symptoms include redness of the skin throughout the entire body.

Manufacturer narrative:
This report will be amended when our investigation is complete.